Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site. The issue was solved by replacing the moisture trap of the expiratory cassette. After the replacement, the unit works properly and was delivered in working order. The root cause to the reported issue could not be established by this investigation.